Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. No additional patient or event information is available. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/24/2016 and confirmed the reported loss of connection.